Event description:
It was reported that during the implant, the lv lead was attempted, but not implanted due to positioning difficulty. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead was returned. Visual inspection: it was noted that blood/body fluid was observed on the distal conductor and the outer tubing. Also blood was observed in/on the helix/lobe mechanism.